Event description:
Customer reports, tube is stiff, not a soft plastic, and has caused traumatic gi bleeding for an infant. No other details were provided.

Manufacturer narrative:
Samples were visually inspected and tested for stiffness (gurley). The dimensions wer checked. All findings were within specification. Lot 456785 displays slightly stiffer features; the wall thickness was within specification but slightly thicker than other lots. Lot history records were unremarkable, compound materials were correct. No other complaints were noted against this lot. Co has addressed tube stiffness issues by reducing the wall thickness tolerances. ID and od reductions result in more pliable tubing.